Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that non physiologic artifacts were noted resulting in noise, oversensing and inappropriate shocks when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. Possible electrode under-inserting was discussed by boston scientific technical services (ts). An x-ray taken showed that the electrode had dislodged towards the left side of the patient thus a revision took place and the electrode was repositioned. The system was then checked and no noise or oversensing was seen. No adverse patient effects were reported.